Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 127 mg/dl. Nothing further reported.

Manufacturer narrative:
All buttons functioned properly however, moisture damage was found on keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.